Manufacturer narrative:
Exact date unknown, event occurred three years ago from the aware date. Explant date: three years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16740429/2000011887.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.